Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited noise resulting in oversensing. There were no interventions. The patient was stable.